Event description:
It was reported that the device was used during an unk procedure. The device misfired, fired improperly. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 5/30/2008. The analysis results found that an el5ml device was returned empty and with the lockout fired through. In addition, the jaw was broken at the bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion. The info you provided is compiled, monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event. A batch record review was performed and no anomalies were found during the mfg process.